Event description:
The pt/lay user contacted lifescan in 2005 alleging that he was unable to obtain a reading on his one touch ultra meter. The pt tests his blood glucose 5-6 times a week. The last time the pt was able to test his blood glucose was in december 2005 at 12:00pm. The pt received a 6.6 mmol/l (118 mg/dl). On christmas morning, the pt did not try to test his blood glucose: however he had an angina attack; therefore, he took one angina tablet. The pt took his diabetes regimen and prescribed and did not withhold any medication. A week later the pt was unable to test his blood glucose meter all day. Apparently the pt has three meters and none of the meters were working that day. The pt did not eat or drink or take any medications, anything after attempting to use the meter. The pt collapsed, however, no info on how soon after trying to test he callapsed. His wife contacted paramedics. The paramedics arrived and tested the pt on their meter and received a 0.2 mmol/l, (36 mg/dl) and treated the pt with glucose and sugar. The pt was not taken to the hosp. The meter is not a new product (out of box) and the pt had been using incorrect test strips (ps test strips). Customer care agent (cca) sent the pt a replacement test strips. The complaint is being reported because the pt was unable to test due to using the incorrect test strips (use error) and was treated with glucose by emergency svs for hypoglycemia.